Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash under the te-pads and now it has spread all the way from the patient¿s neck to the lower back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone acetonide 0.1 % for the skin irritation. Follow up indicated that the rash improved.